Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels over 600 mg/dl. The customer stated that she was vomiting when she was admitted. No further details regarding the event were reported. Assisted the nurse with a reservoir change. Nothing further was reported.